Event description:
It was reported that asymptomatic patient presented remotely via merlin.net transmission with noise exhibited on the right ventricular lead. Programming changes were discussed. No interventions were performed. There were no patient symptoms reported.